Manufacturer narrative:
Included expiration date which was missing from initial report. Corrected manufacturer date for initial report was in error. The change noted in the initial report regarding solvent change was not implemented on the lot noted under this reported event. End of report

Manufacturer narrative:
There was no reported patient injury or any information provided concerning a patient. No title of the initial reporter was given. Awaiting information on the expiration date and manfacturer date. 3m implemented a new dehp free material to enhance the material properties on all 3m ranger(tm) fluid warming disposable products in 2013. Subsequent to this change 3m received a higher trend of complaints applicable to leaks within selected areas of the disposable tubing connections. 3m implemented a solvent improvement process change in late 2015 to address this type of event. This improvement was to the solvent bond process to reduced leaks on all of the following areas; y-connector, drip chamber, bubble trap and tube fitting of the high flow disposable set. The change was implemented to increase strength and to minimize leaks. 3m continues to monitor their complaints to confirm the effectiveness of the change made.

Event description:
It was alleged that a 3m ranger(tm) high flow blood/fluid disposable set leaked at y connection. No information as to when leak occurred not type of fluid and if pressure device was being used.